Event description:
It was reported that the patients spinal cord stimulator (scs) system was no longer providing as much pain relief as before and was not holding a charge like it used to. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past year from date the manufacturer became aware of the event.